Manufacturer narrative:
(B)(4). Results: (operational problem): visual inspection of the returned product found the lens torn into two pieces. Both haptics were torn, with pieces missing. (B)(4).

Event description:
The reporter stated the surgeon was inserting a micl12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) and the lens tore. Part of the lens remained in the cartridge and the other part was in the patient's eye. The incision was enlarged to remove the lens from the eye within the same surgery. The backup lens was implanted with no problem. The patient's post-op best-corrected visual acuity (bcva) was 20/20. The reporter was unsure about the cause of the event but there was a tension during insertion. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.